Event description:
It was reported that the cartridge was leaking from an undefined location. There was no adverse impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.